Event description:
It was reported that a balloon deflation issue occurred. A 6.0mm x 60mm x 80cm (4f) sterling balloon catheter was advanced for use in a percutaneous transluminal angioplasty procedure. After stent placement, the balloon was used to dilate the stent. However, the balloon did not deflate after the second inflation. The balloon was pulled up until the sheath but could only be extracted after the physician made an additional percutaneous puncture in the insertion area in order to puncture the balloon. There were no patient complications as a result of this event.

Manufacturer narrative:
Updated b3: date of event device eval by manufacturer: the sterling balloon catheter was returned for analysis. The outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. Visual examination revealed that the shaft was stretched 8.5cm from the hub. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found damage to the device that could have contributed to the reported event.

Event description:
It was reported that a balloon deflation issue occurred. A 6.0mm x 60mm x 80cm (4f) sterling balloon catheter was advanced for use in a percutaneous transluminal angioplasty procedure. After stent placement, the balloon was used to dilate the stent. However, the balloon did not deflate after the second inflation. The balloon was pulled up until the sheath but could only be extracted after the physician made an additional percutaneous puncture in the insertion area in order to puncture the balloon. There were no patient complications as a result of this event.